Event description:
The reporter stated that back to back blood glucose tests were done, using the same fingerstick. Results were 80 and 135mg/dl. The reporter did not have any symptoms. Reporter stated that the amount of blood going on to the strip may have caused the variance. The reporter checks the confirmation dot for enough blood; stated that the blood is sometimes excessive. No harm alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8